Event description:
An unknown size and diameter aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm on a unknown date in 2001. Aneurysm and vessel morphology at the time of implant are unknown. The pt has a history of chronic obstructive pulmonary disease, hypertension, myocardial infarction, congestive heart failure, stroke, and arthritis. It was reported that a CT scan, demonstrated that the stent graft migrated approx 1.8cm from the lowest renal artery, resulting in a type I endoleak. The aneurysm measure 7.5cm and the aneurysm neck measured 28-30mm in diameter. The physician requested a talent aortic cuff for treatment of the pt. No add'l clinical sequelae were reported.